Manufacturer narrative:
Date of event: corrected to (B)(6) 2019. 'Device evaluation: the nanopoint injection system was returned in a device tray. Visual inspection of the nanopoint found the plunger bent and no visible damage to the cartridge.' Should have been included in initial MDR. Concomitant medical products: injector system model: nanopoint, lot# 181701 should have been included in initial MDR. (B)(4).

Manufacturer narrative:
Age: unk. Sex: unk. Weight:unk. Ethnicity: unk. Race: unk. Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluation: lens was returned in vial, in liquid. Visual inspection found optic and haptic torn. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2019 a cc4204a, +22.0 diopter, intraocular lens tore during loading (before insertion). It was reported that there was no patient contact, no patient injury. Back-up lens was implanted and this resolved the problem. Cause of the event is reported as injector.

Manufacturer narrative:
The reporter indicated that on (B)(6) 2019 a cc4204a, +22.0 diopter, intraocular lens tore during loading (before insertion). It was reported that there was no patient contact, no patient injury. Back-up lens was implanted. Cause of the event is reported as injector. (B)(4).